Manufacturer narrative:
The device was returned and evaluated. The exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when the tear occurred or if it contributed to the pod failing to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod for longer than 48 hours. As treatment, a new pod was applied and a manual injection of insulin was given.